Event description:
The following allegation was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient was implanted with a bard/davol composix kugel hernia patch. On (B)(6) 2014 - the patient underwent explant of the bard composix kugel hernia patch. The attorney's report alleges abdominal pain, discomfort, abdominal wall abscess, and disability.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Addendum to the initial report, based on a review of medical records provided by patients attorney, it was found that the patient was treated for infection and fistula post implant. Both infection and fistula are listed as possible adverse reactions in the instructions-for-use. The degree to which the davol device implanted in 2008 contributed to the problems later experienced is unknown. With the current information no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Updated fields. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent implant of a bard composix kugel mesh for repair of incisional hernia. (B)(6) 2012 - the patient underwent a colonoscopy, no mention of the bard composix kugel mesh during this procedure. (B)(6) 2012 & (B)(6) 2013 - patient had annual exams. During the abdominal exam md noted there were no abnormal findings. (B)(6) 2014 - the patient presented in the md office the day before with complaints of significant abdominal pain and noted an abdominal cellulitis with an abdominal mass. The following day the patient underwent incision and drainage of abdominal wall abscess, removal of infected composix kugel mesh and small bowel resection due to small bowel fistula. Following explant the patient had multiple md office visits pertaining to the wound vac that had been placed after the surgical procedure to assist with abdominal wound healing.